Manufacturer narrative:
This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-15755. It was reported the patient experienced ineffective stimulation and has not used or charged her ipg in approximately 7 months. The sjm representative met with the patient and confirmed that the ipg was inoperable. Surgical intervention will be taken at a later date to address this issue.